Event description:
The customer reported that while running an hiv-I/ii assay on the ortho summit processor (os), the osp generated an error message to indicate a wash manifold movement error. The instrument "locked up" and the customer manually removed the microwell plate. Upon examination of the microwell plate, the user noted that rows 3, 5, 7, 9, and 11 had been washed twice and row 12 had not been washed. No death or serious injury was associated with this event. This report corresponds to ortho clinical diagnostics complaint number 0311616. This report is beyond the 30-day reporting requirement. A review of customer complaints determiened this event was reportable.